Event description:
Caller reported a malfunction on the pump, specifically malfunction code malf 16- 0x20e6, but there was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer will continue to use current pump for insulin therapy.